Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced data gaps on the dexcom receiver. No medical intervention was reported. Additional event or patient information is not available.